Event description:
It was reported by an aci sales professional that a female pt underwent a peripheral intervention procedure in 2009. The procedure was a right lower leg intervention with left groin access. The pt rec'd 14,000 units of heparin during the case. No femoral angiogram was performed. The physician, a trained user of the mynx, reportedly performed the procedural steps per the instructions for use (IFU). As he was holding pressure after the device deployment, a hematoma and bleeding were noted. The hematoma and bleeding were unable to be resolved with manual compression, so the physician opted to perform a surgical cutdown. Heavy calcification was noted in the common femoral artery (cfa) which was patched and the pt rec'd two units of blood. The pt is now recovering and reported to be doing well.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Hematomas are listed in the mynx instructions for use (IFU) as a potential adverse event or condition that may be associated with the mynx or with the diagnostic or interventional procedure. Based on the info provided and the investigation performed, the root cause of the reported hematoma and bleeding is unk. The safety and effectiveness of the mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. In addition, per the mynx IFU, confirm evidence of adequate flow and absence of significant pvd in vicinity of puncture via femoral angiogram prior to mynx use. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.